Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery to popliteal artery. A 4.0mm x 150mm, 150cm ranger drug coated balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached the nominal burst pressure (nbp). The device was simply pulled out, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.